Event description:
It was reported that the patient experienced a six week flurry of seizures after the battery died a year ago. The patient's mother also reported that she does not want the patient to go through another surgery at this time as he is still recovering from another unrelated surgery. The physician's office indicated that they were not informed of any increase in seizures and that had there been an increase the patient's mother would have reported it to them.